Manufacturer narrative:
The device is not available for analysis. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Based on the information available an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the console did not recognize the fiber. The fiber tip was not cleaned during the procedure. The procedure was not completed. Patient outcome is unknown.

Manufacturer narrative:
Updated the serial number per product return. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber does not exhibit signs of usage. There are no signs of breakage along length of fiber. The conductive segment d connector is missing. The connector cone and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the analysis finding, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the console did not recognize the fiber. The fiber tip was not cleaned during the procedure. The procedure was not completed. Patient outcome is unknown.